Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during sensor implant, on (B)(6) 2019, by ij access, delivery guide wire became looped. Implanting physician attempted to remove loop which caused wire placement to be lost. When attempting to remove 0.18 delivery catheter from sheath, it became stuck and interventional cardiologist was asked to assist with removal. Sheath and sensor were removed without damage to the vein and patient confirmed stable and alert and rescheduled for sensor implant.